Event description:
A physician reported that the tip of the tip broke off in the eye and the entire sleeve was removed during cataract surgery with intraocular lens implantation. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided in sections g.3. Correction g.3: supplemental medical device report (smdr) #01 with manufacturing report number 1644019-2025-02011 is being filed to correct the g.3 date on the initial report (MDR), filed earlier. Incorrect date of 03-jun-2025 01:01 am is being corrected to 02-jun-2025 04:35 pm. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information provided in d.9., h 3., h.6., and h.11. No technical inquiries were received from the customer. Phacoemulsification tip without a wrench was received for the report. Sample was visually inspected and found to be nonconforming with phacoemulsification tip to be broken in 2 pieces at the aspiration bypass (ab) hole with the one broken off piece of the tip of the phacoemulsification still in the sleeve. Breakage was very jagged. Wall thickness is even. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The complaint evaluation confirms the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification tips are 100% visually inspected by trained operators using 30 times magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).